Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the keypad buttons responded properly. No damage was observed to the pump keypad cover. The keypad cover was removed and contamination was found under all key contacts. Additionally, the bolus button cover had a hole in it, however the button responded properly. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2013.